Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 80% stenosed lesion being treated was located in the left anterior descending (lad) artery after the first septal end before the second diagonal. The lesion was predilated with a 2.5x15 mm maverick balloon, two inflations were made. A 3.00x28mm taxus express2 drug eluting stent was successfully placed, inflating to 16atms. The pt was prescribed plavix. Two years and 4 months post the initial procedure, the pt stopped taking plavix and asa, due to preparation for esophagogastroduodenoscopy (egd). Stent thrombosis was identified in the lad. Stenosis of 80% was identified in the proximal lad. A 3.5x12 mm maverick2 balloon was used to treat the thrombosis, inflated to 6.3 atms for 16 seconds. Medications received: fentanyl, versed, and integrilin. No add'l patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.